Manufacturer narrative:
New information has been provided in section b-5 that has changed the reportability. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the surgeon was "... Not able to advance a 200 laser round tip through a working channel... The incident took place during a ureteroscopy, and there was no patient harm". No negative impact in state of health reported.

Manufacturer narrative:
The previous supplemental was inaccurate and the original MDR submitted is reportable. Additional information: no product has been returned a final determination of the root cause is not possible. In similar cases with the same product either a squeezed sheath or an incorrect assembled working channel has been the reason for the issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section b5 to reflect the new info. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "after roughly 15 mins of use, while re-entering the upper ureter, the scope had video interference with fuzz/horizontal lines - going back and forth between the video image and image1s home screen. Laser was not being used at this point, doctor was just going back up the ureter without an access sheath". The procedure was finished successfully with a surgical delay of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Correction on date of this report b4. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It has been reported that after roughly 15 mins of using the renoscope, while re-entering the upper ureter, the scope had video interference with fuzz/horizontal lines - going back and forth between the video image and image1s home screen. Laser was not being used at this point, doctor was just going back up the ureter without an access sheath.the incident occurred during a ureteroscopy procedure with laser lithotripsy. There was no patient impact reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).